Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting due to activation of the emergency stop button. A review of the system logfiles indicated that the e-stop had been activated. Upon troubleshooting actions, the fse identified a fault in the power unit located in the r-cabinet, which supplies power to the e-stop circuit. The fse replaced the power and control unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the emergency stop was activated, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.